Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician reported to our country rep in (B)(4) that they had a vns pt with high lead impedance on their system and normal mode diagnostic testing. The pt is additionally having seizures and the physician thinks that the magnet is not working. It has been previously noted that swiping with the magnet helps to speed recovery and avert clusters of seizures. She had her first cluster for some months, a month ago. The seizures were not aborted which may be because the magnet swipe did not have its usual effect most likely related to their high lead impedance. It was reported that an x-ray was taken, but nothing was found on it. The x-rays were not provided to the manufacturer for review. The pt does have falls on a regular basis as a result of seizures and potentially that may have attributed to their high impedance. At this time, the pt does not want to have their vns programmed off. Site is aware of manufacturer recommendations to program the vns off for high lead impedance. The pt has been referred to their neurosurgeon for possible revision surgery. Good faith attempts will be made for the explanted product to be returned for product analysis once surgery takes place.